Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor, stated there was no failure found with the tip connecting threads. The malfunction was found to be the thumb button locked in the up position to which the distributor investigation attributed to be caused by user error. No further investigation is required. Complaint sample not returned to the manufacturer (B)(4).

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
Investigation is currently in process. Once completed a f/u medwatch 3500a will be submitted.

Event description:
Customer reports on (B)(6) 2014; during an unknown procedure the impactor is getting stuck in implant; the surgeon is unable to remove it after impacting shell, because it will not unthread. Customer states there was a delay in surgery of greater than 30 minutes. No add'l info was provided on patient outcome. Patient age an gender are unknown.